Event description:
Same case as 2134265-2015-01155 and 2134265-2015-01156. It was reported that automatic pullback failure has occurred. During an angioplasty, intravascular sonography was performed to view an unknown target lesion, however, the sled did not perform pullback to give a long view. Manual pullback was performed to complete the procedure. No patient complications reported and the patient's condition is unknown.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).